Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was programmed with multiple boluses and correct time and date and was monitored. The boluses were delivered and recorded properly in the bolus history screen. No bolus history anomaly, time clock anomaly or unexpected auto audio anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported that the date on their insulin pump had changed. The customer also reported that the insulin pump would beep like it is alarming but there was nothing in the alarm history. The customer also mentioned that the insulin pump was not recording bolus deliveries in the history. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.